Event description:
A falsely elevated ctni result of 3.19 ng/ml was obtained on one pt. The result was not reported to the physician. There were no adverse health consequences as a result of the falsely elevated ctni result. Re-spinning and repeating the sample on the same analyzer resulted in a value of 0.19 ng/ml. An alternate dimension rxl verified the result as 0.17ng/ml. Field service indicated that the customer had discovered fibrin in the sample. Re-spinning gave the correct result. The root cause is sample integrity.